Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. Two triclip xtw's were implanted. The following day a single leaflet device attachment (slda) was observed under transthoracic echocardiogram (tte). The patient's tr grade increased to 3. The second clip detached from the septal leaflet and remained attached to the posterior leaflet. The physician believed the slda was due to leads.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported slda was due to leads. The reported patient effects of tr appears to be due to the slda. Tricuspid valve regurgitation (tr), as listed in the triclip system instructions for use, is a known possible complications associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. Two triclip xtw's were implanted. The final tr grade was 2. The following day a single leaflet device attachment (slda) was observed under transthoracic echocardiogram (tte). The patient's tr grade increased to 3. The second clip detached from the septal leaflet and remained attached to the posterior leaflet. The physician believed the slda was due to pacemaker leads.